Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving dilaudid (concentration 10 mg/ml, dose 3.5 mg/day) via an implantable pump for spinal pain. On this report date, the pump settings were decreased because patient experienced overdose symptoms. There were no known factors that may have led or contributed to the issue, no t troubleshooting was performed. The pump settings were decreased by 50%. Original settings were 7mg/day of hydromorphone with 1mg bolus activation, max of 3 per day. 2 hour lockout. Adjusted settings put at 3.5mg/day with 0.5mg bolus activation, max 3 per day, 2 hour lockout. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿ surgical intervention did not occur and was no planned. No further complications were anticipated/reported